Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported she was having pain at the ins site which traveled into the abdomen stabbing pain sensations when moving around. It was noted this was sudden on (B)(6) 2018. There were no further complications that have been reported as a result of this event.